Event description:
It was reported that the "wire sheared off during insertion." Non-sterile catheter and/mst kit used during case.

Manufacturer narrative:
Record review. A review of the mfg records indicated that all device specifications and quality requirements were satisfied. Work-order was pulled. Work-order was for two "non-sterile" demonstration trays. Tray label states "non-sterile, not for clinical use." The non-sterile product was made as demo-samples for the facility's committee evaluation meeting. Per sales rep, it was carried into the hospital by the sales rep and the tray was left in an office on a different floor from ir. Per sales rep, it appears that ir ran out of product and was given or took the non-sterile labeled product from the office for a case.